Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient encountered difficulties recharging his scs system and had not used it in at least 7 months. Reportedly, the abbott representative used a demo patient programmer when attempting to connect to the ipg and received a communication error message. As such, the ipg was deemed inoperable. Surgical intervention may be undertaken as the next course of action.